Manufacturer narrative:
A getinge field service engineer (fse) reported that the drive manifold was broken. The fse replaced the drive manifold. The unit passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine inspection performed by a getinge field service engineer (gfse), the cardiosave intra-aortic balloon pump (iabp)had drive manifold testing failures. There was no patient involvement.